Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported multiple patients with diffuse lamellar keratitis post lasik. The site switched to disposable instruments previously to rule out any issues with the instruments or autoclave but it has not made a difference. The site is currently working to figure out environmental and air quality testing to measure particulates or any other airborne contaminates in the air. The doctor is still questioning if it is laser related and inquired about dropping the energy of the laser. Some patients required flap lifts but it is unknown which patients. All patients' symptoms have resolved. There are multiple related reports for this event. This report addresses the patient kb's left eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
Additional information is provided in h.3., h.6. And h.10. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During the start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The logfile shows that the beam control check for the left eye (os) was done about two to three minutes before laser fired instead of immediately before firing. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).